Event description:
While attempting to defibrillate a pt (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.